Manufacturer narrative:
Investigation is on-going. No conclusion can be drawn.

Event description:
Pt had a mandibular infection which resulted in a bony defect. The plate was implanted and broke post-op. Date of first procedure is unk. On (B)(6), surgeon implanted pt with a locking lrp.